Event description:
It was reported that this pacemaker showed two years in longevity last device check which was six months ago. However, recently the device had reached elective replacement indicator (eri). Moreover, it was noted that the output was at five. Boston scientific technical services (ts) discussed that likely threshold did increased that could cause the decrease in longevity. Ts then suggested to check lead trend and advised device should be replaced. To date, this devcie remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The patient code appropriate term / code not available captures the reportable event of surgery.

Event description:
It was reported that this pacemaker showed two years in longevity last device check which was six months ago. However, recently the device had reached elective replacement indicator (eri). Moreover, it was noted that the output was at five. Boston scientific technical services (ts) discussed that likely threshold did increased that could cause the decrease in longevity. Ts then suggested to check lead trend and advised device should be replaced. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The patient code appropriate term / code not available captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. Of note, the estimated remaining battery longevity of this pacemaker was designed to be calculated and trigger corresponding device replacement indicators based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed two years in longevity last device check which was six months ago. However, recently the device had reached elective replacement indicator (eri). Moreover, it was noted that the output was at five. Boston scientific technical services (ts) discussed that likely threshold did increased that could cause the decrease in longevity. Ts then suggested to check lead trend and advised device should be replaced. To date, this device remains in service. No adverse patient effects were reported.